Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized. The patient was treated with intraperitoneal vancomycin (1.5g in one bag, frequency, and duration not reported) and intraperitoneal imipenem (500mg per bag, three exchanges per day, duration not reported) for peritonitis. Action taken with dianeal therapy and the patient's recovery status were unknown. No additional information is available.